Manufacturer narrative:
The ge representative conducted an onsite investigation. The monitor was adjusted. The system operates as intended.

Event description:
The customer reported that the left monitor on the 9900 system would intermittently not show an image. No pt injury was reported.